Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was intermittently fluctuating which resulted in the pump shutting down. Additionally, it was reported that the pump battery was depleting quickly. The customer's blood glucose level ranged from 80-200 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.